Event description:
The patient had a gamma3 180 nail implanted (B)(6) 2013 at (B)(6) hospital. Reported pain in the fracture site. (B)(6) 2013 and was re-operated (B)(6) 2013. The patient and the relatives contacted the doctor and want to have an investigation of the breakage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the complaint failure mode was confirmed. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. The results of the investigation performed indicated that the nail broke in a fatigue fracture most likely initiated by intra-operative material damage and possibly contributed by axial overload caused by the patient¿s behaviour. A deficiency of the device was not verified.

Event description:
The patient had a gamma3 180 nail implanted (B)(6) 2013 at(B)(6) hospital. Reported pain in the fracture site. (B)(6) 2013 and was re-operated (B)(6) 2013. The patient and the relatives contacted the doctor and want to have an investigation of the breakage.